Manufacturer narrative:
Per field service representative (fsr), he found that the third solenoid valve of the heater cooler (tcm) was stuck in position causing water to circulate incorrectly. He removed the valve and replaced it with a new one, the defective part was discarded on site as it was badly corroded and was damaged in removal process. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler kept alarming over temperature. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 2-mar-2017: during cpb and during the start of rewarming of the patient, even though the heater cooler was placed in the rewarm mode, the water exiting the heater cooler remained cold. Even though the outlet water was not being warmed, an overtemp alarm sounded and kept alarming. Due to the behavior of the heater cooler, the perfusionist elected to change out the heater cooler with a replacement device and rewarming was completed and the patient was weaned from cpb without further issue. The local field service representative (fsr) visited the center to repair the unit days after the procedure. He found a stuck valve which allowed cold water to mix with warm and this prevented the water to be warmed to the user desired temperature. In addition, the stuck valve lead to stagnant water near the internal temperature sensor and this lead to a localized volume of water to heat up to 42 degrees c and set off the overtemp alarm. This localized volume of water was isolated from the outlet water lines. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.